Event description:
A customer complained to the orthocare helpdesk on (B)(6) 2022 after observing what was described as smoke from their ortho vision ID-mts analyser. Complainant/complaint reporter: mr nathan krawczyk - laboratory supervisor. Date of event: (B)(6) 2022. Reported on: (B)(6) 2022 by mr nathan krawczyk to the orthocare helpdesk. Software version: 5.12.8. The customer reported that on (B)(6) 2022, they observed an error on their ortho vision ID-mts analyser which stated that the load station was unable to move. The customer stated that at that time, they observed smoke from their ortho vision ID-mts analyser and the fire department was called and the power supply to the analyser was stopped. No further detail provided. The customer confirmed that no laboratory operator was injured.

Manufacturer narrative:
Mxp2465909. Qerts# (B)(4). Email address for contact office in fields: (B)(6). Adverse event: smoke (no direct injury). Smoke observed from the ortho vision ID-mts analyzer. The customer reported the fire department was called, the power supply to the analyser was stopped, and the laboratory was evacuated. Though not reportable per ortho's sop (wki53814), this event was further reviewed by a cross-functional leadership team including medical and legal on (B)(6) 2022 and ortho will report an emdr in an abundance of caution due to the malfunction that led to visible smoke, the fire department being called, and the lab being evacuated. Field engineer found cxp pump and harness had burned out, causing smoke, and damaging surrounding parts. Situation was assessed and all parts were ordered. On (B)(6) 2022: field engineer returned to site to complete repairs, replaced above parts and replaced monitor due to bottom of screen wearing out. On (B)(6) 2022: field engineer returned to site to install a new syringe, and an 8a fuse in cxp holder on controller board. Pipa encoder calibration performed along with automatic needle adjustment, mounting & integrity test, fill liquid (for saline & di water) and performed fawa pump test, and pipa volume verification. All testing was successfully run. Fe shut down the ortho vision and booted to apsw without any issue and handed the analyzer over to the customer to perform daily qc. Repairs have returned this instrument to expected operation. The assignable cause is associated with the cxp pump burning out. The ortho field engineer stated that repairs had returned the instrument to expected operation. No laboratory operator was harmed.